Event description:
It was reported that the user accidentally selected a stop command on the dexcom g7 sensor, after which the sensor could not be restarted and was rendered nonfunctional, and education was provided that the sensor would need replacement; no pairing device responsibility was identified and general troubleshooting and education were completed. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake review and user troubleshooting guidance. Investigation of this case revealed a user-initiated stop action leading to loss of sensor function consistent with expected behavior after a stop command. It was concluded, based on previously established findings for similar reports, that the cause was user interaction consistent with device design and use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.